Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with blood glucose levels over 400 for about 12 hours after changing infusion supplies on the ilet, with no new device alerts beyond a high glucose notification; troubleshooting included disconnecting, priming to confirm drops at the needle, and then replacing the infusion site and performing a full supply change, after which insulin delivery resumed and glucose began to decline. Symptoms included thirst. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included technical support-led troubleshooting and user education on site change, fill tubing, and full supply replacement. Investigation of this case revealed an unclear cause of hyperglycemia with suspected infusion site or set-related delivery impairment that resolved after site replacement and supply change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.